Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell one of four of peritoneal dialysis therapy. During troubleshooting, a homechoice cassette had unspecified damage resulting in a leak that led to this alarm. Renal therapy services (rts) assisted the hp to end the therapy session and advised to contact their nurse regarding missed therapy. Rts discussed proper procedures per the user manual with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home, 1900 n highway 201, mountain home, ar 72653, united states. Baxter healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a damaged homechoice cassette resulting in a leak was reported, which is known to cause this alarm. The cause of the damaged could not be determined. Should additional relevant information become available, a supplemental report will be submitted.